Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular automatic threshold (rvat) was detected as greater than the programmed amplitude or suspended due to low evoked response on this right ventricular (rv) lead. Rv intrinsic amplitude was low, and rv threshold was 3v for most of (B)(6) 2026. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received reported that the original plan for this rv lead revision was to implant a new lead for left bundle branch area pacing (lbbap). During the procedure, it was determined that the patient was occluded on the left. As a result, the rv lead was surgically abandoned, and the new lbbap lead was implanted on the right side. Due to difficult patient anatomy and operator experience with the left bundle system, two leads were used during the procedure and the second lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular automatic threshold (rvat) was detected as greater than the programmed amplitude or suspended due to low evoked response on this right ventricular (rv) lead. Rv intrinsic amplitude was low, and rv threshold was 3v for most of (B)(6) 2026. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.